Manufacturer narrative:
One 7x30mm biosure screw was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the screw is broken off. Dimensional assessment of the screws major diameter confirmed it meets print specification. With the limited clinical details provided regarding graft type, tunnel size and patient bone quality no root cause can be determined. In the event additional details are provided the complaint will be reopened and reassessed. No additional action is required at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, the screw had been turned around, and then it was noted that the end of the screw had broken. The piece was removed from the patient. The drill was inserted and the back-up device was used in the same tunnel. The patient had normal bone quality. A drill had been used to prepare the initial site. The patient¿s post-operative condition was reported as okay.